Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 464 mg/dl at the time of incident. Customer had high and low alerts but it was unable to connect her transmitter because the charger was not working. Customer reported that the red light emitting diode light on charger and it was flashes approximately every 2 seconds. The insulin pump will not be returned for analysis.